Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other four proglide devices are filed under separate medwatch MFR reference numbers.

Event description:
It was reported that suture placement in a common femoral artery was attempted with a proglide device, using a pre-close technique, prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, the footplate of the proglide device would not completely deploy and would not close completely. Four additional proglide devices were used with the same results. The failure of the foot plate closing was observed after the devices were removed from the patient. The aaa procedure was completed and hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported foot deployment and retraction problem. The reported additional treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted on the reported device because the lot number was not provided. Five unused, sterile devices with lot # 50925k1 were returned for evaluation. Functional testing was successfully performed on the sterile devices. No manufacturing issues or abnormal observations were detected. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.